Event description:
It was reported, "the arthroplasty was revised due to infection. The acetabular component was revised. The components were implanted in situ for 5.22y. Medical records and x-rays were not provided to stryker for review."

Manufacturer narrative:
Neither the device nor additional information is available from the research facility.